Manufacturer narrative:
Occupation ni equals family member. The event occurred in (B)(6).

Event description:
The patient's daughter complained of questionable inr results from a coaguchek xs meter compared to an unknown laboratory method. At 11:01 am the laboratory result was 3.65 inr. At 11:31 am the result from the meter was 4.9 inr . At 11:34 am the result from the meter was 5.0 inr. The patient's therapeutic range is 2.5 - 3.0 inr. The was no allegation of an adverse event related to the discrepant results. The patient has had no lifestyle changes. The patient's meter and test strip have been requested for return. Relevant retention test strips were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Relevant retention test strips (lot 314043) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.